Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable investigation result of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6) 2026. During the procedure, for the first dilation, the pressure could not be maintained. After about two minutes, the balloon suddenly became smaller, so it was removed for checking. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6) 2026. During the procedure, for the first dilation, the pressure could not be maintained. After about two minutes, the balloon suddenly became smaller, so it was removed for checking. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable investigation result of balloon leak in the esophagus. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.